Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to the upper/lower bra roll, upper/lower flanks, and submental on (B)(6) 2019 using the cooladvantage coolcurve+ contour, to the upper/mid/lower abdomen on (B)(6) 2019 using cooladvantage plus coolcore contour, and to the upper/mid/lower abdomen (placed like an inverted pentagon) on (B)(6) 2019 using cooladvantage plus coolcore contour who developed paradoxical hyperplasia (pah/ph) on the abdomen and back after treatment. Ph was described as soft anterior areas, very firm back areas.

Manufacturer narrative:
Corrected data d1 - brand name.

Manufacturer narrative:
This is a historical record and reflects reports that were received by the company prior to (B)(6) 2021. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to the upper/lower bra roll, upper/lower flanks, and submental on (B)(6) 2019 using the cooladvantage coolcurve+ contour, to the upper/mid/lower abdomen on (B)(6) 2019 using cooladvantage plus coolcore contour, and to the upper/mid/lower abdomen (placed like an inverted pentagon) on (B)(6) 2019 using cooladvantage plus coolcore contour who developed paradoxical hyperplasia (pah/ph) on the abdomen and back after treatment. Ph was described as soft anterior areas, very firm back areas.